Manufacturer narrative:
Based upon inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The event was reported that the control module wouldn't pull back any samples. The probe was cleaned using clear probe mode to no avail. The case was completed with no patient consequences. The customer attained enough calcifications to perform pathology, but wanted to attain additional samples.